Event description:
It was reported that the patient experienced atrial fibrillation (af) the evening after implant of the right atrial (ra) lead and atrial pacing impedance became low. The lead was not sensing in bipolar and was sensing in unipolar only after a ventricular sense. A loss of capture was also noted. The physician did not believe the lead instigated af. X-ray review indicated that the lead had fallen to the floor of the atrium. The lead was unscrewed and repositioned the following day and remains in use. No patient complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).